Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has lifting downstream occlusion (dso) seal during testing.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed, and no entries related to the current complaint were identified. A 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection revealed delamination of the dso seal. The complainant¿s allegation was confirmed. The probable cause was normal wear. The dso seal was replaced, and the device successfully passed all functional testing following the repair.